Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient would feel shocking sensations when around dryers, store power strip or even a tv remote. The rep reported that the patient had experienced this since implant. The rep ran impedances and it was no rmal. The rep was unable to connect to the patient¿s implant on the day of the report since the ins was not charged. Additional information was received from the rep on 2019-01-22. The rep reported that the cause of the shocking sensation wasn't determined by themselves or tech support. The rep reported that they checked impedances and everything looked good. The rep reported that it was unable to be determined if the issue was resolved. The rep reported that at the time of the patient meeting everything was working fine. No further complications were reported.